Manufacturer narrative:
Device history record review was conducted on (B)(4) 2013 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed contamination under all key contacts. This report is made based on results of investigation completed on (B)(6) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: evaluation revealed that the keypad symbol was worn and the keypad was peeling off along the right side. A tear was observed on the rubber keypad from the bottom up to the down button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The up, down, contrast and ok buttons were unresponsive. The keypad was removed and contamination was found under all buttons. The bolus button was inoperable. After removing the bolus button cover, contamination was observed on the bolus button contact. (B)(6).